Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported in a bridge to transplant 65-year-old male patient a hematoma was noted and increasing at pocket site of impella 5.5, physician decision to stop all heparin until signs of bleeding resolve.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. No product was returned. Based off the clinical information available, the patient had hematoma at the impella 5.5 access site and other clinical information are unknown. The cause of the access site bleeding issue was not determined since the product was not returned and due to insufficient clinical information.